Event description:
The customer reported that the stenoscop system had no power and no image. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was replaced and the connector repaired during the service call.